Manufacturer narrative:
Testing and investigation found at power up, the device displayed a whitescreen error and the device sounded an audible alarm from the secondary beeper. The software error displayed was in the nvrbram.cpp module and process name "prekernelinitialization". Further testing found that the device is not pass the sdram test, due to the user interface controller 2 (uic2) som module. The root cause for som2 failure is due to clock signal integrity issue that leads to incorrect data being read/written to sdram resulting in a software crash. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a whitescreen error. The device was returned to the biomedical dept for an unspecified reason. No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device displayed a whitescreen error with a software error message. No additional info was provided.